Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the buttons on the insulin pump. The customer's blood glucose level was 7.5 mmol/l. Customer stated that the act and esc buttons did not work on the keypad of the insulin pump. Insulin pump will need to be replaced. No additional information provided.